Event description:
A user facility reported this lma-proseal would not maintain inflation during use in a pt. The mask was used for the duration of the case without any pt injury or problem. The user facility has returned the lma-proseal for eval.